Event description:
It was reported that a child under the age of 10 years experienced inflammation and black staining of the oral cavity and the trachea from an event in (B)(6). The child has recovered from the symptoms. The symptoms occurred after a transesophageal echocardiography for a cardiac surgery. The probe used for the procedure (tee) was disinfected in disopa. The parents of the child allege that the symptoms were caused because the tee probe was not rinsed enough after disinfection. It was also reported that a relationship between disopa and the incident has not determined. This information was reported to asp by the hospital's lawyer, who stated that for confidentiality reasons, further information is not possible regarding this event including the patient medication or treatment. The parents of the child sued the hospital for the incident. Should further information become available, a supplemental medwatch report will be submitted.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the complaint history trending, batch record review, failure mode effects analysis, system hazard use misuse analysis and health hazard evaluation. (B)(4). Batch record review of disopa solution was not possible since the lot number was unknown. The fmea (failure mode effects analysis) score for similar patient exposure is below the threshold of 100. The shuma (system hazard use misuse analysis) has been assessed a category I - broadly acceptable risk. The hhe (health hazard evaluation) was reviewed for similar symptoms and the hazard/risk is none/negligible. Disopa solution is manufactured in (B)(4) and sold exclusively in (B)(4). Disopa solution is similar to cidex opa solution sold in the united states. There was no product returned. The lot number was not available for retain evaluation. The instructions for use (IFU) recommends use of personal protective equipment (ppe) and special instructions for transesophageal echocardiography(tee) probe processing. Per the disopa IFU, medical devices reprocessed such as a tee probe with disopa solution may cause patient staining, mucous membrane disorder or chemical burns. Special instructions are required. The assignable cause is unknown.